Manufacturer narrative:
On 06-jul-2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the customer had failed the first sample of the survey and passed the remaining 4. Calibration and control values were checked and determined to be within expected specifications. On 08-jul-2015 the tss sent tosoh controls and current calibrator as a courtesy. On 10-jul-2015, the tss called the customer and found that with a new calibration the tosoh controls and biorad controls were still within range. The tss explained that the bias is seen only on the cap survey material. On 13-jul-2015 the customer recalibrated with the current lot of calibrator the control recovery and calibrators as unknowns recovered higher. The tss advised the customer to run the monthly procedure, and dispatched a field service engineer (fse) at the customer's request to conduct a periodic maintenance where the tubing and sample loop was replaced. The instrument returned to normal operation. The most probable cause of the reported event was due to a faulty tubing and/or sample loop. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported a failed cap survey with their g7 analyzer. The customer reported discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.